Event description:
It was reported that the device displayed the unknown message "critical error sensor will only high glucose number and will not measure low glucose numbers" during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).